Event description:
Pt has had several episodes of peritonitis, all with staph epidermidis, since february this year. It is believed there was a defect in the pd catheter. To or 6/19/95 for removal of capd catheter with exteriorization of the catheter inserted 5/18/95.